Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a faulty video connector. There were no additional findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the video system center had no image. The event occurred during preparation for use in a diagnostic procedure. The procedure was cancelled. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a malfunction of the video connector, making it unusable for the procedure (and therefore cancelled). Olympus will continue to monitor field performance for this device.